Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump is not delivering insulin. Customer experiencing high blood glucose. The insulin pump is now alarming button error. The blood glucose reading is 336 mg/dl. Customer stated that daughter threw water on her and the insulin pump got wet. The insulin pump will be replaced. Nothing further reported.